Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 8th october 2009 and performed to specification up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery between the (B)(6) 2014 and (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The excess current drain and the measurements taken would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. The low battery fails may be due to the excess current drain. Slight voltage fluctuation was observed over the pogo pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.